Manufacturer narrative:
Device evaluation: g3, g6, h1, h2, h3, h6 and h10. Result of investigation: service technician was unable to verify customer reported complaint that states, "vent stopped working, alarms appear " the blower demand exceeded alarm condition is not necessarily an indication of a vent failure. It is a safety measure taken by the vent when the blower motor current exceeds a safe level. This commonly occurs when the ventilator is delivering into a large leak in the patient circuit (face mask typically).process ventilator thru service to meet all factory specification and standards.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the revel ventilator unit was giving low pressure. The issue occurred during patient-use with the patient attached to the vent for about 1 hour on battery power while waiting for the flight to take off. The unit started giving blower demand alarm, the flight was cancelled and the patient was returned to the hospital. The customer confirmed that there was no patient harm associated with the reported event.